Manufacturer narrative:
Zyno medical has received an initial investigation report from the contract supplier on 05/16/2017 and a follow-up investigation report with additional information on 06/06/2017. The user-reported filter burst issue has been confirmed and complaints for all models using this filter were reviewed. This complaint is considered as an isolated case and no additional complaint is found.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00012).

Manufacturer narrative:
The failed IV sets have been sent to the contract supplier for evaluation on 12/09/2016. The manufacturer is still waiting for the results. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017.

Event description:
The user reported a filter burst issue during flushing. The users were using orencia on the patient and were flushing the solution when the medicine was almost done. The filter burst and they used only 10cc of the saline solution. Patient was involved when incident was noticed. No injuries or harm occurred to the patient. Pump was set for 200ml/hr for 140ml. The IV set was being flushed at 200ml/hr with saline.